Manufacturer narrative:
Due to limited information available about each reportable event and lack of specific patient and product information in the literature article, one complaint case is being opened that is representative of all events from the referenced article. This event is being reported as serious injury due to the reported wound infection, bacterial infection and seroma with medical intervention. The lot associated with this event was not reported and remains unknown; therefore, a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Multiple attempts have been made to gather additional patient and procedure specific information, including relevant lot numbers, dates and graft dispositions. If additional information is made available, a supplemental report will be submitted. This report concludes our investigation at this time.

Event description:
Abbvie became aware of a publication from the netherlands titled, "managing a large incisional hernia in an obese and immunosuppressed patient: a case report," on a patient who underwent incarcerated left-sided inguinal hernia repair following a kidney transplantation. Strattice was used for bridging the fascia and phasix mesh was added as a secondary layer to further strengthen the reconstruction. The authors report the following complications: wound infection seroma requiring drainage. The patient also required negative pressure wound therapy and antibiotics. The lot number (s) were not reported.